Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as "2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification that a patient with a 23mm unknown model perimount valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of at least eight (8) years and seven (7) months due to calcification, which led into aortic stenosis. A 23mm sapien3 ultra resilia valve was implanted within the edwards surgical valve, and the patient was noted as to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: d4, and h4 as the serial number was provided. The investigation conclusion where already send in the initial report.